Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small wherein a hemostatic valve separation occurred. It was reported that the hemostatic valve was not functioning normally, as there was blood leaking back from the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was replaced and the issue was resolved. The procedure continued. Air did not enter the body of the patient. The blood loss was minimal 1-2ml, so no hemodynamics was compromised and no intervention was required. There was no report of patient consequence.

Manufacturer narrative:
It was reported that the hemostatic valve was not functioning normally, as there was blood leaking back from the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was replaced and the issue was resolved. The procedure continued. Air did not enter the body of the patient. The blood loss was minimal 1-2ml, so no hemodynamics was compromised and no intervention was required. There was no report of patient consequence. Device evaluation details on 1/12/2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. These findings were reviewed and determined the finding of the hemostatic valve being dislodged continues to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).